Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality controls (qc) results were high out of range. The customer reran qc, and it resulted out of range. The customer recalibrated the method, after which qc was within range. The customer performed a lookback on patient samples, and identified a discrepancy between the initial and repeat results. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated imprecision in mixing. A siemens customer service engineer (cse) was at the customer site following the discordant results. The cse performed preventive maintenance and performed adjustments. Hsc concluded that after the cse performed bottom of cuvette alignments, the issue was resolved. The alignment impacted mixing, which caused the discordant vitamin b12 results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin b12 results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s), except for sample (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin b12 results.